Manufacturer narrative:
Additional information was provided in sections h.11. The company representative was able to replicate the reported event. The core module was replaced to address the issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The core module was received for testing on this system. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a calibrated system. The console started without any advisories. The returned core module recognized the laser probe when inserted into port 1 and port 2. Both ports were on green when the laser probe was inserted. The returned core module passed all required tests. The reported event could not be replicated. The returned sample was working as intended. The root cause of the reported event is attributed to the wear/reliability of the system. The root cause of the reported event is attributed to the wear/reliability of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, while using the ophthalmic system, it was found that the system required more power to fire the laser than usual. The surgery was completed, and no patient impact was reported. Additional information received clarified that the issue was resolved after following a replacement of the laser core

Manufacturer narrative:
The company representative was able to replicate the reported event. A nonconforming core module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a nonconforming core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).